Manufacturer narrative:
¿The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. ¿review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. ¿internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. ¿replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. ¿functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. ¿replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. ¿during testing of the returned device the pump module was found out of specification for rate accuracy. ¿external inspection confirmed damaged platen with the returned pump module. ¿replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A review of the device history record for sn (B)(6) was performed from 07/19/2018 to 08/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement.

Manufacturer narrative:
The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. Functional testing confirmed that the sear failed to properly close the safety clamp when the door was opened. Replacement of the broken sear and re-execution of door actuations found the sear to properly close the safety clamp when the door was opened. During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A review of the device history record for (B)(4) was performed from 07/19/2018 to 08/14/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Event description:
During servicing we identified a motor stall which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty sear which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement.